Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism.

Event description:
It was reported during an implant attempt the lead tip caught on the proximal part of the lead inside the patient. It was further reported that the helix did not operate properly after the tip caught on the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.